Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into clinic and had their history interrogated. The interrogation revealed that the patient had experienced a low speed hazard and vad stop alarm on (B)(6) 2014. The patient did not recall hearing or silencing any alarms and no patient symptoms were reported. The patient¿s driveline does have a small section of rescue tape that was put on two years ago. As a preventative measure rescue tape was again applied to help stop the silicone sheathing from twisting and tearing. The hospital staff was not aware of any physical damage that was done to the driveline. A data log file submitted to the manufacturer confirmed a pump stop recorded, lasting 3 seconds. The flow calculation at the time of the reported pump stop was maintained above 2.5 lpm. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported incident of low speed hazard and vad stop alarm events were confirmed with the evaluation of the submitted data log file from the returned system controller. The submitted log file contained 22 days from (B)(6) 2014 to (B)(6) 2014, according to the time stamp. The fixed speed was set to 9200 rpm and the low speed limit (lsl) was set to 8600 rpm. On (B)(6) 2014 there was a momentary pump stop and low speed advisory/hazard alarm, confirming the reported event. The power fluctuated from 9.6w to 0w during the event. The pump returned to the fixed speed after the momentary pump stop and operated the pump at the fixed speed without issue for the remainder of the log file. The system controller was tested with the manufacturer¿s laboratory equipment and the pump stop and low speed advisory alarm were not able to be reproduced. The returned system controller functioned as intended during analysis. The root cause of the momentary pump stop and low speed advisory alarm observed in the log file was unable to be determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 1 year and 4 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.